Event description:
A patient underwent a craniotomy for a biopsy of a lesion; pathology showed an astrocytoma. The patient was febrile, at 37.8c the first postoperative day after duragen was implanted. The patient was managed conservatively and was discharged home on (B)(6) 2013, afebrile. The patient was readmitted on (B)(6) 2013, with fevers, chills, rigors, severe headache and seizures. Imaging showed probable cerebral abscess. The treatment was conservative with broad spectrum intravenous antibiotics and the patient's condition improved. No definitive diagnosis was obtained as the abscess was not drained. Continued current treatment with intravenous antibiotics.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.